Manufacturer narrative:
A2): patient date of birth unknown. A3b.): patient gender unknown. A4): patient weight unknown. B6): relevant tests/laboratory data unknown. D4): device serial number unknown. H3/h6): the glidelight was not returned, thus no returned product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to redundant leads. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, significant lead on lead binding was noted in three locations within the vasculature. Advancing through the first two binding sites and reaching the third at the innominate/superior vena cava (svc) junction, the glidelight outer sheath was noted to be separated from the bifurcate handle, exposing the inner components (MDR # 3007284006-2024-00176). Use of the glidelight was discontinued, and a second 14f glidelight was opened. Caution was communicated to not push the glidelight too hard while attempting to advance. However, reaching the same binding site, the outer jacket separated from the bifurcate handle, exposing the inner components (MDR # .). Use of the second glidelight was discontinued, and a spectranetics 11f tightrail rotating dilator sheath was used successfully to extract both leads with no reported patient harm. The physician stated significant forward force was not being applied to either glidelight device. This event is being reported for unintended radiation exposure, potential for harm.